Event description:
Senseonics was made aware of a false hypoglycemia incident where patient complained of inaccurate sensor readings. Patient provided two examples (B)(6) 2022 4:44 pm cet, bg:129, sg:70 (B)(6) 2022 5:17 pm cet, bg:150, sg:70 patient received low glucose alerts since the sensor value went below the alert settings. Patient did not have any symptoms and did not require any medical or self treatment.

Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. The transmitter was not requested to be returned for evaluation as the preliminary analysis suggested the issue was temporary. The investigation analysis was based on the user's in vivo sensor data synced by the user on the data management system (dms), which is the data cloud platform for eversense systems. Based on the investigation analysis, there was more variability than typical between sensor readings and the fingerstick measurements when the user reported the event. This variability was detected by the system when there were four consecutive suspicious fingerstick measurements and the system went into sensor suspend phase. Sensor suspend phase is a fail safe mechanism where the system's internal checks detect a need to restart from the beginning (initialization phase) for additional calibrations. In order to determine the root cause for performance deviation, the user was asked to perform a transmitter diagnostic upload. But since the system had already returned back to normal functioning, the user did not perform transmitter diagnostic upload. User was satisfied with the explanation given to him about sensor suspend alert. Following the event, the overall system performance was reviewed, and the sensor returned to normal behavior, with better agreement between the sensor readings and fingerstick measurements. No further investigation was found necessary for this complaint.